Manufacturer narrative:
Omsc investigated the subject device and found as follows; the tip of the probe was broken off at 16.5mm from the distal end. The fracture surface of the probe showed that a crack developed. The tissue pad was partially peeled off. The manufacturing history was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was damaged since the user applied the probe to the tissue with strong force or twisted the grasping section while grasping the tissue, and the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; *do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. *do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.

Event description:
During an unspecified surgical procedure, the subject device was used. In the procedure, the ultrasonic output error occurred. User withdrew the device from the patient. When the user checked the device, the tip of the probe fell off. The intended procedure was completed with the similar device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on april 24, 2018. As a result, omsc found that the tip of the probe was broken off, and the tissue pad was partially peeled off. This is the report regarding the breakage of the probe and the separation of the tissue pad.